Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The failure for overheating was confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the drill were corroded, including the bearings.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.